Manufacturer narrative:
H6 correction: type of investigation codes added.

Event description:
It was reported that the pressurewire x, wireless device was calibrated and equalized successfully. However, the pd/pa values became unstable, a drift was encountered. Therefore, the device was removed from the patient, and the procedure was completed with another pressurewire x device. There were no adverse patient effects and no clinically significant delay in the procedure. Return analysis revealed there was a break in the proximal tube 43 cm distal to the proximal tip, exposing the corewire and severed microcables. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported pressure signal drift was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported pressure signal drift appears to be related to circumstances of the procedure. The guidewire was noted to be bent and kinked, which resulted in a break to the proximal tube and caused the reported pressure signal drift. In this case, it is likely that the guidewire damage was caused by the use techniques employed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.